Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2267 (air and fluid in line/set) occurred on the homechoice device during cycle four of six step of peritoneal dialysis therapy. The home patient was connected to the device at the time of the alarm. During troubleshooting, nothing unusual was noted that could have caused or contributed to the reported alarm. The technical service representative assisted the patient with clearing the alarm and the patient was advised to use manual exchanges to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available at this time.